Event description:
Disposable clip applier - according to surgeon: 2 clips applied to common bile duct. Did not completely close, removed and reapplied w/ same applier satisfactorily. Concern that this a repetitive occurrence. Verbal feedback received from surgeon. No mention of event in procedural note. Patient discharged same day with uneventful post-op course.